Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the surgeon approached to the tissue repeatedly for the first firing, and an attempt was made to fire, but the firing was unable to be performed. The cartridge part of animation of the handle was white. A cartridge use finished error. The procedure was completed with another device. The event occurred during the procedure, but the product was not used for patient.